Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name . D4: catalog updated and lot number to unknown. D4: UDI updated to unknown. D4: expiration date updated to unknown. G3: date received by the manufacturer. G4: PMA/510(k) number k011028 and k013227. H1: type of report, follow-up number. H2: follow up type. H4: device manufacture date updated to unknown. H6: evaluation codes. H10: additional narrative. Reference updated to tsvb13 , per investigation results.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the implants at tooth sites # 23 & 25 were removed due to peri-implantitis.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: additional number: k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.